Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the customer dropped the pump. In addition the customer reported that the wake button had stopped functioning. Customer's blood glucose level was 225 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified for the malfunction code: 0. The alleged wake button issue could not be verified. In addition, a different issue was identified.